Event description:
It was reported that the customer was hospitalized for hyperglycemia. The customer stated the pump was not functioning properly and it was indicated that the keypad was not responding. The customer was advised that a replacement will be sent. No further details.